Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00199. Therapy date - this event was reported to have occurred at the end of october or beginning of (B)(6) 2019. The lot was manufactured july 10 - 12, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The reporter stated that after the end of the expected therapy time, there was solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.